Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed an infection during ongoing use; therefore, the right ventricle (rv) lead was explanted and replaced. No additional adverse effects to the patient were reported.